Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed events. Although a specific cause for these findings could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, review of the images provided by the account revealed an area of the internal portion of the driveline that appeared to be kinked. The submitted log file contained data from 11:47:24 on (B)(6) 2021 through 10:12:39 on (B)(6) 2021, per the timestamps. On (B)(6) 2021, several low speed events were captured while the patient was connected to the mobile power unit (mpu) and the power module, with speed reductions as low as 3950 rpm (5450 rpm below the low speed limit). These events resulted in low speed advisory and low speed operation alarms and appeared to be associated with elevations in pump power ranging from 8.7-13.6 watts, as well as pi events. No pump stoppages were recorded throughout the log file. Excluding the low speed events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The account reported that the patient experienced speed drops with low speed alarms, and a possible short-to-shield issue was suspected. It was also reported that the patient had not recently gained or lost weight and there was no recent trauma to the driveline site that the patient could recall. The patient¿s vital signs and labs were stable. The patient was hospitalized, during which time, the patient remained stable on an ungrounded cable and battery power with no additional alarms. The patient¿s transplant status was also increased to 2a. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , until (B)(6) 2021 when the patient ultimately received a heart transplant. It was communicated that the device would not be returned for evaluation. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Sections 2, 6, and 7 of the IFU, as well as sections 2, 4 and 5 of the patient handbook warn to not twist, kink, or sharply bend the driveline as this may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the lvas to stop. Section 5 of the IFU also cautions that sharp bends, twist, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26may2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2021.

Event description:
It was reported that the patient is having speed drops and low speed alarms. There is a possible short to shield. Upon review of the log files by technical services, the log captured 22 low speed advisories on (B)(6) 2021. This type of behavior may be linked to potential issues with the percutaneous lead. Another possibility is that material other than blood may have been moving through the pump during this period. This is supported by the power elevations during these events. The log also captured no external power events on (B)(6) 2021 that appear to have been the result of the patient simultaneously disconnecting power from both controller leads. Upon review of the patient's x-ray, there appears to be a kink in the pump bend relief. The patient has an increased status on the transplant list. The patient is currently stable on ungrounded cable and batteries.